Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review could not be conducted since the lot number of the reported product code was not provided. No corrective action can be implemented due to the lack of batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
Physician says that when he fired the suture to deploy through the ligament, the bullet on the end of the suture gets stuck. He attempted a second time and the device misfired. Last attempt the bullet came off suture. Physician opened a new capio slim and completed the procedure with no issues.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-137 / batch 74c2201024 that can be related to the failure mode reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Physician says that when he fired the suture to deploy through the ligament, the bullet on the end of the suture gets stuck. He attempted a second time and the device misfired. Last attempt the bullet came off suture. Physician opened a new capio slim and completed the procedure with no issues.